Manufacturer narrative:
A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. Tamper seals were intact, but the housing was damaged. The moment the device was powered up the device started double beeping, replace downstream sensor. Unable to complete test of back-up capacitor due to downstream sensor issue. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The root cause of the reported issue was found to be a downstream sensor issue due to damaged housing. Actions/repairs were done to correct the reported issue: replaced downstream sensor.

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited double beeping and had a damaged rear case. No patient consequences were reported. No adverse effects were reported. .